Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a time/date issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in over- or under-delivery due to running the incorrect time segment.

Manufacturer narrative:
Follow-up #1: date of submission 9/6/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings:. History shows time/date resetting to default following power on reset. The complaint was duplicated during the investigation. The pump was opened; internal battery shows evidence of leaking and is unable to hold a charge. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.